Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when the user tried to take out medication, it opened the entire cubie in the drawer instead of that specific cubie. A field engineer got the keys and was able to check all of the connections and tested in hardware test application and confirmed no issues were found. The system functioned as intended after the field service engineer investigated the device. E1. Initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a malfunction that the entire cubie in drawer was opening instead of specific cubie. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.